Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Healthcare professional reported "capsular contracture baker grade ll" and "silicone was sweating through the implant shell". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "capsular contracture baker grade ll" and "silicone was sweating through the implant shell". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of capsular contracture and gel bleed was requested on july 30, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Gel bleed: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b6, h6.